Event description:
The incident report contained the following information: "senior physician fr. Dr. (B)(6) reports that while crt-implantation the visionwire was introduced into the coronar sinus. For this the visionwire was guided through the qp-lv lead (sjm quartet lv sn (B)(4)) which was already placed in the vein. The wire was inserted into the lead to measure the final position of the lead. The outstanding tip of the wire (ca. 2-3 cm) was meant to do the measurements. After the measurements were done the wire was meant to be pulled back. But it was realized that the tip of the wire, could not be seen on the x-ray anymore. ([?]wire slipped back into the lead; pulled back?) So the vessels of the patient were checked long and extensively via x-ray for finding the missing part but without success. It was assumed that it is still in the lv-lead. We removed the wire out of the lv-lead and senior physician dr. Bastian recognized a strain on the lead. After the removal of the wire we noticed that the tip of the wire was missing. The crt-d implantation was closed."

Manufacturer narrative:
Conclusions inspection of returned product summary: it was reported that the visionwire guidewire was fractured during the crt-implantation procedure. The guidewire was inserted into the lead to measure the final position of the lead. After the measurements, the guidewire was removed and the physician noticed that the guidewire distal tip was missing. Upon inspection of the returned device it was confirmed that the distal tip was missing. However, the overall length of the returned device was found to be within the specification. The sem analysis confirmed that there was no evidence of ductile or a brittle fracture and so it was suggested that the distal joint failed. The flattened section length was not measured due to the distal end severe deformation. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The following tests and inspections were performed and passed: - the tensile test and knot index test of the sub-assembly wires were performed according to the specification and passed; - the tensile and torque tests of the finished device were performed according to the specification and passed; - the grinding measurements were reviewed and it was found that the lot was manufactured according to the specification for all length, diameter and taper measurements; - in relation to the poor adhesive joint integrity, the 100% in process proof load testing and visual inspection was performed to inspect each joint and no issue was found. In addition the integrity of the distal joint is verified through batch release testing (tensile and torque) as referenced above; - the other required tests and inspections were performed and passed. The ptfe heat shrink was damaged (bunched, cut and delaminated) 69.9 cm from the proximal end over the length of 20.1 cm towards the distal end. Except the coil measurement (coil was fractured and stretched), the guidewire overall length and other measurements were found to be within the specification. The guidewire was also found to be deformed (bent and kinked) on the distal and proximal ends of the guidewire. This might suggest that the device was exposed to robust handling by the physician during the procedure. The complaint dialog contains information that there was no friction experienced during advancement of the guidewire and measurement, and there was no deformation observed on the guidewire body during advancement. However, it was confirmed that the guidewire was mechanically deformed during the procedure and while the deformed guidewire was eventually removed through the lv lead from the patient body, it became fractured. The visionwire guidewire dfu states that the guidewire shall be handled with care and manoeuvred in the vascular system only using fluoroscopy when sufficient image quality is available. The dfu warns against extreme application of force (bending, stretching, kinking, etc.). Kinking the guidewire should always be avoided. Based on the information provided above, robust handling remains the only reason of this failure mode. The guidewire was challenged beyond its tensile/torque strength specification. There was no adverse patient effect and no clinically significant delay in the procedure reported. The procedure was completed successfully. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. (B)(4).

Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report. -

Event description:
The incident report contained the following information: "senior physician fr. Dr. (B)(6) reports that while crt-implantation the visionwire was introduced into the coronar sinus. For this the visionwire was guided through the qp-lv lead (sjm quartet lv sn (B)(4)) which was already placed in the vein. The wire was inserted into the lead to measure the final position of the lead. The outstanding tip of the wire (ca. 2-3 cm) was meant to do the measurements. After the measurements were done the wire was meant to be pulled back. But it was realized that the tip of the wire, could not be seen on the x-ray anymore. ([?]wire slipped back into the lead; pulled back?) So the vessels of the patient were checked long and extensively via x-ray for finding the missing part but without success. It was assumed that it is still in the lv-lead. We removed the wire out of the lv-lead and senior physician dr. Bastian recognized a strain on the lead. After the removal of the wire we noticed that the tip of the wire was missing. The crt-d implantation was closed."